Manufacturer narrative:
Continued e1(B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: deflation. Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: deflation: not observed through leak test inspection. None of the other observations performed during the device analysis (creases) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Device was received the device analysis laboratory with no related reports. Later healthcare professional reported of the left side device: "deflation". The device was explanted.